Event description:
Ous MDR - after an implantation period of about 24 months, elevated threshold values (3.6 v @ 1.0 ms) and sensing decrease were reported. It was decided to replace the lead. The lead was returned to biotronik for analysis. No adverse patient side effects have been reported.

Manufacturer narrative:
Upon receipt, the lead under complaint was subjected to an extensive analysis. The performance of the device was scrutinized, including a visual, electrical and mechanical inspection. The visual inspection showed cuts in the insulation and deformations of the outer conductor coil as well as of the shock coil. It is reasonable to assume that these damages resulted from the explantation procedure. Blood penetrated the lead in the cut areas. Further analysis of the lead did not reveal any irregularity that might have contributed to the reported clinical observations. The analysis did not reveal any sign of a material or manufacturing problem.